Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high creatinine (cre) results generated by the au403-02e clinical chemistry analyzer. The original cre results were in the range of 1.4 - 2.5mg/dl and upon repeat a few days later, the results were in the range of 0.9-2.1mg/dl. The bias between the results was around 0.4-0.6. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc failed on the day of the event immediately after calibration. The qc failure was ignored by the customer and the cre reports were reported falsely high. Calibration problem resulted in the bias for all cre results. Cre was recalibrated and qc passed on 05/04/2010 and daily thereafter.